Manufacturer narrative:
Weight: estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to an observed knot in the lock line; however, a definitive cause for the knot cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Weight: estimated. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with severe degenerative mitral regurgitation (mr) with 2 jets, lateral and medial. The clip delivery system (cds0601-ntr 90814u106) captured the leaflets without issues noted. During lock line removal, resistance was noted and the lock line was unable to be fully removed. Standard troubleshooting was performed and the lock line issue remained. The clip was inverted and removed from the patients anatomy. The lock line was observed for any knots, however, none were found at this time. Another device was successfully used in replacement, reducing the mr to mild-moderate. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.